Event description:
Nephrostomy drain (resolve) broke during removal. Had to make incision to extract the remaining drain. Nephrostomy tube being changed out. After encountering difficulty injection contrast, suspected some occlusion of catheter. Several attempts made with several different wires and a wire was not able to be passed through the existing tube. Used a kmp catheter and glidewire to gain access to existing nephro tube into the right renal pelvis. Existing catheter was stuck within the right renal pelvis. Attempts to remove the cath resulted in fracturing catheter just below the skin surface. Small skin incision made and catheter located within the subq tissues and grasped with hemostat. The cath was pulled out with fluoro guidance. Cath hub had become encrusted and pigtail would not uncoil. Procedure completed successfully.